Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2024, a physician performed a laparoscopic surgery with dilation and curettage and a novasure endometrial ablation. The physician reported that the surgery went well and there were no issues or concerns. On (B)(6) 2024, the patient called stating that while showering she felt some plastic in her vagina. The physician requested the patient to come to the office for an examination. The physician after a thorough examination found a cone shaped plastic piece inside the patient´s vagina. The physician reported that it was a part of the novasure. No medication or additional treatment provided to patient and was discharged. No other information available.

Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted, and only the cervical seal was returned, it was covered with fluid and no damaged was observed. Functional testing was not conducted since only the cervical seal was returned, and there is no device to be tested. Hence, the complaint can be confirmed since the plastic tip of the cervical seal can be removed easily from disposable and it is a known issue for hologic. A CAPA has been opened to address this issue. This observation will be monitored and trended.